Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. (Event complications: unknown-reported 2/10/97. (Pt's current status: unk- rpt'd 2/10/97.

Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Co has inc. This channeling phenonomen in its instructions for use for all stat iabs.